Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician determined the position and the current of injury for the right atrial (ra) and right ventricular (rv) leads were not acceptable. Repositioning was performed during the same procedure and the leads remain in use. No patient complications have been reported as a result of this event.